Event description:
On (B)(6) 2020, at a hospital in (B)(6), it was reported that the super sheath was fractured when it was pulled out of a patient's body during a procedure. The fractured portion remained in the patient's body and was removed adequately. There was no reported patient injury as a result of this event.